Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under.

Event description:
Complaint alleged that during biomed testing, the device self selected pacer energy. Complaint indicated that there was no patient involvement in the reported malfunction.